Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The 90% stenosed target lesion was located in a shunt in the limb. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at rated burst pressure for 30seconds, the balloon ruptured at the shoulder part. The device was removed and the procedure was completed with another balloon. No patient complications were reported.